Event description:
It was reported that the customer experienced a blood glucose (bg) in the low 50s mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.